Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of peritonitis without septicaemia in a subject coincident with extraneal viaflex therapy for continuous ambulatory peritoneal dialysis (capd). On an unspecified date, therapy with extraneal was withdrawn. On (B)(6) 2009, the subject experienced peritonitis without septicemia, which resulted in hospitalization that same day. Treatment during the hospitalization was not reported. On (B)(6) 2009, the subject was discharged from the hospital. On (B)(6) 2009, for an unreported reason, the subject permanently transferred to hemodialysis. The peritonitis was resolved on (B)(6) 2009. Study title: endotoxin-associated sterile peritonitis observational study (e-steps). Protocol number: (B)(4). Subject number: (B)(4). Subject initials: not reported. Study sponsor: baxter.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.